Event description:
Boston scientific received information that the right atrial (ra) lead implanted with this pacemaker exhibited a low out of range pacing impedance measurement. Recently seeing noise that is random and could not be reproduced with isometrics, pocket manipulations and val salva. All other measurements are good and stable. The sensitivity was increased and the lead remains implanted. Boston scientific technical services (ts) recommended an x-ray to verify lead placement. They plan to monitor the patient in the clinic for now and recheck the device in three months. The patient is not pacing dependent. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.